Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius and underweight. A visual and microscopic analysis was performed which identified opening crease sharp on posterior. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and concern with the product.

Event description:
Healthcare professional reported left side "exchange of textured breast implants due to the patient¿s concern with the product", capsular contracture baker grade iii and significant bleeding. Device has been explanted.